Event description:
It was reported that during device interrogation in a crematorium on a patient who expired recently, the device showed undersensing in both atrial and ventricular events. The device showed a single vt/vf event where the patient received atp however, due to undersensing, the device detected a return to sinus and aborted further therapy. Increased hv and pacing lead impedance was noted. No new information is available at this time.

Event description:
Review of provided diagnostics and egms indicated normal sensing and normal device behavior. There is no known allegation from a health professional that the death was related to the device.

Manufacturer narrative:
The device was tested using automated test equipment. Analysis was normal. No anomaly was found.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Additional analyses indicate there is no significant difference in the occurrence of undersensing between the low frequency attenuation (lfa) filter used in these devices and the tachy filter used in earlier generation devices. Review of stored electrograms from specific episodes containing undersensing demonstrates low amplitude signals that are not sensed due to amplitudes being below the programmed sensitivity threshold of the device. There was no evidence of device malfunction.